Manufacturer narrative:
The company rep examined the system and found the system message reported in the event log. The company rep was unable to duplicate the reported event. The connections to the air/fluid controller pcb and the receiver mechanism were reseated and the sensors were cleaned. The system was then tested and met all product specifications. The company rep stated that the customer was able to use the system successfully while he was on site. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A nurse reported that a system message displayed during a procedure. The system was recycled but the error code persisted. The case was completed using an alternate system. There was no impact or harm to the pt. Additional info has been requested.